Manufacturer narrative:
Per (B)(4) combined report: pre-operative planning and positioning technology was used during the primary surgery. It was reported to corin that the achieved head position was 7 mm more superior than planned and the cup position was 5 mm more lateral than planned, resulting in the leg length increase and greater offset. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided, it has been concluded that the reported event was due to the positioning of the acetabular cup and femoral head during primary surgery and not due to a malfunction or fault with the corin devices and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup, ceramic liner and ceramic head due to the patient "feeling long". The leg length had been increased and the offset was too great. Please note: the ceramic liner associated with this event report is not cleared for sale or distribution in the us and this event occurred outside of the us.